Event description:
The operator of the model 3100a, being used for patient treatment, reported she believed the mean air way pressure (map) was fluctuating. The patient was placed on another 3100a without compromise.